Manufacturer narrative:
(B)(4). Batch: r5ac24. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please provide more event details? Was the sound from the motor of the stapler? If no, please describe the sound the device made. Also, you mentioned that staples may not have malformed properly. Can you please provide more information regarding the staples that deployed into tissue? Were the staples that deployed into the tissue formed in the proper closed b-formation? If not, please explain. Can you please provide details regarding the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. The lot number provided, r94r9w, does not refer to a plee60a device as reported. Can you please provide a valid six digit lot or batch number for the plee60a device involved in this event? Will both the plee60a and the ecr60b devices be returned for a hands-on product analysis?

Event description:
It was reported that during an unknown procedure on the fourth or fifth firing of a blue reload the stapler gave a different sound of the battery. It was seen that the tissue slipped towards the distal tip during knife advancement. It seemed that the knife was not sharp anymore. Malformed staples were also observed. Another device was used to complete the procedure. Procedure was delayed by an unknown amount of time. There were no adverse consequences for the patient.